Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, date implanted - unknown, PMA/510(k) number / manufacture date ¿ unknown.

Manufacturer narrative:
The follow-up report is being filed to relay additional/corrected information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity."

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2014 due to wear of the polyethylene acetabular liner. The modular head and acetabular liner were removed and replaced. Additional information received from sales representative noted patient underwent a revision procedure on (B)(6) 2014 due to radiographs indicating that the patient had a proximal femoral fracture. It was reported that the stem was noted to be loose intraoperatively. The stem and modular head were removed and replaced with a competitor stem and head.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2014 due to wear of the polyethylene acetabular liner. The modular head and acetabular liner were removed and replaced.